Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was an intermittent issue with pharmacy orders being delayed or down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that a notice had been seen on the station indicating 'pharmacy order delayed/down' for about 10 minutes and 9 minutes. A technical support specialist dialed into the station and ran server downtime query then cce xml sent time was current and confirmed there had been no issue with the interface since then. The system functioned as intended after the customer troubleshot the issue.